Event description:
It was reported that the patient experienced dissatisfaction with this inflatable penile prosthesis (ipp), as he feels that the device was implanted in an incorrect size, resulting in excess loose shaft skin. Additionally, he stated losing 2 inches of erectile length and girth, which was not communicated to him prior to surgery. This loss has caused severe depression due to embarrassment, leading him to seek mental health counseling. The patient wants the device to be replaced and will seek a second opinion. No additional information was provided.

Manufacturer narrative:
The exact event date was not available, therefore the date 04/01/2025 was used as estimate. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient experienced dissatisfaction with this inflatable penile prosthesis (ipp), as he feels that the device was implanted in an incorrect size, resulting in excess loose shaft skin. Additionally, he stated losing 2 inches of erectile length and girth, which was not communicated to him prior to surgery. This loss has caused severe depression due to embarrassment, leading him to seek mental health counseling. The patient wants the device to be replaced and will seek a second opinion. No additional information was provided.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes. The exact event date was not available, therefore the date 04/01/2025 was used as estimate. Concomitant product UDI for reservoir is (B)(4).